Manufacturer narrative:
This device is used for treatment. Compatibility could not be verified with information provided. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, weight-ni, date of event - ni, device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ na manufacture date ¿ ni.

Event description:
It is reported that the patient is being considered for bearing exchange after a knee arthroplasty.